Manufacturer narrative:
No product will be returned. No investigation was performed. The root cause of this failure was not identified.

Event description:
The customer reported that an IV tubing broke as a nurse was attempting to load the set, stating that no excess force had been used. The break was described as being below the pump segment and lower fitment, where the tubing connects to the blue lower fitment. The customer reported that there was no effect to the patient.